Manufacturer narrative:
The eval summary will be submitted in a supplemental report.

Event description:
It was reported on behalf of (B)(6), regarding the packaging of stryker femoral implants, that the packaging is deficient in that it doesn't have a tab on the top of the inner tray for the scrub to grasp during handoff from the circulator. There is also not a small indent on the corner of the outer tray for the scrub to use to remove the inner tray. The lack of a tab and/or indent make it very difficult for the scrub to get the implant from the circulator. It was further reported that an implant become contaminated and needed to be wasted because of these difficulties.